Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) has been repositioned into a subpectoral pocket. This device remains in service. No additional adverse patient effects were reported. Additional information indicates that the device was repositioned due to patient anatomy as the patient was quite thin and the device was sticking out.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) has been repositioned into a subpectoral pocket. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.